Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardioverter defibrillator delivered an inappropriate high voltage therapy. The device was reprogrammed to address the issue. Patient was stable after the changes.